Event description:
The customer reported that the cannulated drill is stuck inside the drill guide. The drill snapped as the surgeon was trying to get it our of the guide. No pieces fell into the patient. 5 mins surgical delay while a new set was opened. No adverse consequences.

Manufacturer narrative:
The reported event that cannulated drill asnis iii ø2.7mm ao fitting was alleged of 'component/device stuck' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by debris that got stuck into the drill guide. Furthermore, the drill guide having been manufactured in 2007, it has been fulfilling its role properly for the past 11 years. Normal wear of the device is probably a part of the reason the reported event happened. The device inspection revealed the following: the visual inspection confirms that the two devices are stuck to each other. It is not possible, using hand force only to remove them from each other. Furthermore, as per event description, the proximal part of the drill is broken, probably due to the attempt of the hcp to remove the two device from each other. The drill guide shows various signs of usage, such as scratches, proving that it was used often during service life. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that the cannulated drill is stuck inside the drill guide. The drill snapped as the surgeon was trying to get it our of the guide. No pieces fell into the patient. 5 mins surgical delay while a new set was opened. No adverse consequences.